Manufacturer narrative:
Product code = dqx.(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a right lower extremity angiogram, the bentson straight fixed core wire guide unraveled. The wire guide was able to be pulled out of the patient, and another wire guide was utilized to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of several kinks near the distal end of the device. Elongation was noted from 19.8 cm to 21.1 cm from the distal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
Per information received on 01mar2018, the following was updated: lot number, expiration & manufacture dates, UDI. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.